Manufacturer narrative:
Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned.

Event description:
(B)(6) year-old patient, hospitalized for a revision of a prosthesis of bipolar right hip following a fall at home in (B)(6) 2018. In (B)(6), the patient consults for severe pain. We radiologically detects a fracture of the ceramic insert at the level of the right acetabulum. This was a 2009 hip replacement. This pi is for the breakage of the insert. The other devices used were not stryker devices. The patient underwent surgery for bipolar revision of his hip prosthesis: total hip revision. In 2009, it was also a total hip recovery.

Manufacturer narrative:
An event regarding crack fracture of an alumina insert involving a trident shell was reported. Wear on the shell was confirmed based on review of the returned device. Metalosis was also reported as an adverse consequence- this was not confirmed. Method & results: -device evaluation and results: analysis of the returned product indicated: damage and material loss were observed on the shell. This is likely due to cyclic contact against the ceramic head. Debris was observed on the distal surface of the shell. Biological fixation was also observed on the shell. Eds (energy-dispersive spectroscopy) showed the shell and sleeve were consistent with ti-6al-4v alloy and the samples of debris were consistent with the shell and sleeve base alloys and biological material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The ceramic insert of the alumina insert was not returned for analysis. -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: material analysis completed on the retuned components confirms the wear on the shell. The mar indicates the damage observed is likely due to cyclic contact against the ceramic head. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The reported event indicates that the patient sustained a fall 3 months prior to the revision surgery and that a fracture of the ceramic liner was observed on x-ray, however, this fractured alumina insert could not be confirmed, reported metalosis could not be confirmed and the exact cause of the wear on the shell could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays, return of the alumina insert are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
76-year-old patient, hospitalized for a revision of a prosthesis of bipolar right hip following a fall at home in august 2018. In september, the patient consults for severe pain. We radiologically detects a fracture of the ceramic insert at the level of the right acetabulum. This was a 2009 hip replacement. This pi is for the breakage of the insert. The other devices used were not stryker devices. The patient underwent surgery for bipolar revision of his hip prosthesis: total hip revision. In 2009, it was also a total hip recovery.